Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. Customer¿s blood glucose level ranged from 162-163 mg/dl. The customer continued using the pump for insulin therapy.